Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient didn¿t know the dose or concentration of the baclofen but stated that he believed it was ¿around 79cc or 69cc¿ and he got it filled every 6 months or so. The indication for pump use was intractable spasticity. The patient didn¿t think that the pump was working right now because his spasms were so horrible. He stated that his pain and spasms had increased three-fold, and he didn¿t know if the medication was going to the right spot or not and wanted to know if the pump needed to be replaced. He also mentioned having extreme pain just below and all around the pump area. He stated that he had a CT scan that showed nothing was wrong. The patient confirmed that he had no falls or trauma and was not hearing any alarms. The patient was redirect to his healthcare provider for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.